Event description:
During the performance of an abdominal/pelvis CT scan of a trauma patient, CT scanner stopped scanning and reported the error message "gantry cannot comply." Patient had to be rescanned exposing them to additional radiation and delaying treatment.